Event description:
Needle was bent during procedure at the middle part.

Manufacturer narrative:
As actual sample was not returned, only retained samples of the same lot as the complaint article was investigated for confirmation of the problem.